Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit's external input / ECG signal failed. If a pacing-like waveform occurs in a non-pacing patient, only that part is triggered. The iabp did not trigger and pump.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (health effect ¿ clinical codes, health effect ¿ impact codes). Getinge field service engineer (fse) was unable to reproduce the issue. When fse checked the inside of the external electrocardiogram input unit, we found that the cushioning material that eliminates noise had deteriorated. After replacing the cushion material, there is no recurrence even after the operation check, and the equipment is good. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.